Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they weren't feeling very well and needed to lie down. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. Three days later, patient said their wires came out and their device fell apart so they went to the healthcare provider (hcp) where they reset it. On (B)(6) , patient said their wires were exposed and their leads disconnected from the ens. They also said the device was not hooked up properly in the operating room (or) and the procedure was not performed properly. No further patient complications have been reported as a result of this event.